Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jan-2024 h.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) with the incident lot was not observed. The photos show tubes with powder additive that is within specification for this catalog number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate blood collection tube was found to have foreign matter white sediment in the tubes. There was no report of impact to patient or user.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate blood collection tube was found to have foreign matter white sediment in the tubes. There was no report of impact to patient or user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.